Event description:
Proceduralist unable to thread catheter over guidewire. Large bleeding at site due to post-dilation. Staff rns obtained new kit. Provider able to thread new catheter and able to complete procedure.